Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to impedance issues. Additionally, the cardiac resynchronization therapy defibrillator (crt-d) was upgraded to cardiac resynchronization therapy defibrillator (crt-d) system during the same procedure. No additional adverse patient effects were reported.